Event description:
A pt (diagnosis and weight unknown) was scheduled for a peripheral angioplasty procedure. A scimed inflation device was used and the balloon rupture longitudinally at 1.5 atms. There were no residual effects as a result of the balloon rupture.